Event description:
Prior to incision, a robotic pack was opened for the case and almost all sterile supplies were also opened. While surgical technologist (st) was arranging the supplies, she noted a reddish/brown spot on one of the towels that were in the robotic pack. All supplies were discarded and new were opened. The towel and pack paper were given to surgical materials in the operating room. There was not a delay in the case.